Event description:
It was reported that the devices were used during an unk procedure. The devices were improperly firing. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Instrument a: broken advancer. Instrument b: batch # d9dl1d, expiration date: 03/23/2012; 04/23/2007. Eval summary: the analysis results found that the el5ml device (a) was returned with the advancer broken, empty and lockout. No testing could be performed as the instrument was returned empty; however, it is known from the history that a broken advancer would short fed the clips causing malformed clips. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." The instrument locked out as intended, but the orange indicator was beyond of its intended position. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument (b) found that it was returned empty and locked out, but the orange indicator was noted to be beyond of its intended position. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.